Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2010; product ID 5076-58 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received. Visual analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported from a medical examiner that this patient developed av block following a coronary artery bypass graft and aortic valve replacement procedure. Three days later the patent went into cardiac arrest during the implant of this implantable pulse generator (ipg) system. Subsequently, four days later the patient died. Cause of death was anoxic encephalopathy secondary to cardiac arrest. No further details were provided.

Manufacturer narrative:
(B)(4).